Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked display window, stained end cap sticker and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 700 mg/dl; she had diabetic ketoacidosis and a heart attack. The patient was treated via insulin drip and manual insulin injections. The insulin pump did not alarm. Troubleshooting was declined since the customer wanted a new insulin pump per her physician's recommendation. The insulin pump was returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.